Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". Treating doctor shared that the potential root cause could have been the periodontal problem. The clinical review indicated that the panoramic radiograph suggested bone loss in the region of tooth #4.3. Orthodontic plans included approximately 2[mm of intrusion and 26° of rotation across two plans prior to extraction. There is no conclusive evidence provided that supports or opposes whether the invisalign secondary order caused or contributed to the reported disability or permanent damage. Based on the available information, the patient had disability or permanent damage, and the invisalign secondary order was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information

Event description:
The treating doctor reported that the patient had the symptom of the extraction of tooth #4.3 and an implant will be placed after treatment. No additional information at this time.